Event description:
It was reported that during use with the bd preset¿ arterial blood collection syringe, the needle leaked. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese: the patient was asked to collect blood gases, but the blood gas needle leaked, resulting in insufficient blood volume.

Manufacturer narrative:
(B)(6) initial reporter facility name: the second affiliated (B)(6) hospital . H3. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.